Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage (bathroom). Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from meter memory of 213, 181, 174, 193 and 168 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the bathroom. The test strip lot manufacturer's expiration date is 02/28/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history (date / time not set): the 213mg/dl n/a 12:00 pm fasting:yes, the 181mg/dl n/a 12:00 pm fasting:yes, the 174mg/dl n/a 12:00 pm fasting:yes, the 193mg/dl n/a 12:00 pm fasting:yes, the 168mg/dl n/a 12:00 pm fasting:yes. Memory concerns: 213, 181, 174, 193, 168mg/dl. Unable to verify date and time on meter.